Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up of this device variable pacing thresholds and pace impedance measurements were noted. The sensing appeared normal, and x-rays were unremarkable. The device was reprogrammed and remains implanted. No adverse patient effects were reported.